Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was inverted image.

Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Alleged failure: I wanted to open a complaint against sn (B)(6) regarding the pendulum image flip issue. We had the cable that connects the ccu to the hub removed and the flip still occurred mid case. The team turned off the pendulum flip on the internal settings while the camera was in the correct position and view. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.